Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon ruptured when it was inflated. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to 10/01/2018 as no event date was reported. Initial reporter city: (B)(6). (B)(4). A visual examination of the returned complaint device found that the balloon was torn longitudinally. Functional analysis could not be performed due to the condition of the device. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated during the procedure which could have affected the device performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon ruptured when it was inflated. The procedure was completed with another cre pro gi wireguided dilation balloon. There were no patient complications reported as a result of this event.